Event description:
The caller reported a "not enough insulin" alarm from a tandem mobi device. There was no adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.